Manufacturer narrative:
Additional information: d9, g3, h2, h3. One 8.5f swartz braided introducer sheath and dilator were received for evaluation. Functional testing confirmed an air leak and a fluid leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal seal; the distal seal had been torn. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the punctured seal and subsequent leak is consistent with direct contact between a brk needle/stylet assembly and the proximal seal during insertion. The IFU suggests the following steps as part of the brk needle/stylet assembly insertion process: "separate the sheath and dilator by withdrawing the dilator approximately 5 cm." Also, "insert the needle/stylet into the dilator. Advance the needle/stylet under fluoroscopy until it is approximately 2 cm from the dilator tip inside the sheath." Additionally, do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During the procedure, a leak was noted during irrigation. Another device was used to complete the procedure with no consequences to the patient.